Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the patient received recurring low battery warnings. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found one low battery warning with low battery voltage on the event date. The pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidents. The electrical current draw readings were within specifications. The investigation was unable find evidence in the black box or duplicate the reported power issue.